Event description:
The patient was hospitalized due to pneumonia. While in the hospital, the patient needed a pump refill. She was given double the concentration and experienced overdose symptoms. The hcp stopped the pump and the patient's symptoms improved. The baclofen has since been reintroduced and the patient is reported to be coming around. The patient is improving.